Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while placing a 55cm optease inferior vena cava (ivc) filter it was found that the filter punctured the delivery sheath during delivery. There was no reported patient injury. The operator was a trained and mature operator. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, while placing a 55cm optease inferior vena cava (ivc) filter it was found that the filter punctured the delivery sheath during delivery. There was no reported patient injury. The operator was a trained and mature operator. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event filter - impeded - perforated sheath ¿¿ could not be confirmed. Handling factors such as loading the filter in the incorrect orientation may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿according to the selected venous access site, determine which end of the storage tube (containing the filter) is to be placed into the sheath introducer hemostasis valve. This is indicated by the printed colored arrows and text (femoral: green; jugular/ antecubital: blue) on the storage tube. The arrow of the desired access site will point into the sheath introducer hemostasis valve. Place the appropriate end of the storage tube (containing the optease®retrievable filter), as far as possible into sheath introducer hemostasis valve.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.